Event description:
Related manufacturer reference number: 1627487-2023-03522. It was reported that after a successful scs trial, during lead removal on (B)(6) 2023, the trial lead was unable to be pulled out and were left implanted in the patient. Surgical intervention was undertaken on (B)(6) 2023, where the trial lead was explanted and full system was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000142919